Event description:
It was reported that within 24 hours after a hysterectomy and anterior repair, the pt developed necrotizing fascitis. The procedure was performed in 2004. Immediate intervention was required to treat the pt, possibly including surgery. A general surgeon was involved in the treatment of the pt. The doctor was adament that he did not believe the tissue had anything to do with the infection and he did not have to go back in the anterior repair. The pt has healed and is doing fine. The tissue and the anterior repair remain in-tact.